Event description:
Account reported to application support specialist that they experienced a tear while removing capsulotomy.

Manufacturer narrative:
Field service specialist visited account and checked system output power, performed daily alignment check and confirmed system bubbles within specified limits. All checks confirmed system working within amo specifications. Suspect user/clinical issue. All pertinent information available to abbott medical optics has been submitted. Placeholder.